Event description:
It was reported by service report that the fowler and head motors were jerking without buttons being pressed. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results - siderail (cable extension caused phantom motion).